Manufacturer narrative:
Device evaluation: the device was returned for investigation, in used condition with its original package open, decontaminated and inside in a plastic bag. Visual inspection results: the sample unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc., which could cause the reported failure mode. Functional testing: the sample was fill whit 100 ml of colored water using a syringe following the IFU as 10011890-002 rev 100 ?IFU, cassette, 21-7301? To detect any leakage. Results: the sample unit present a leak in the ay bag. It was detected that the ay bag have a damaged in the seal perimeter, therefore it is confirmed the failure mode reported. The root cause was traced to manufacturing: procedure not followed: the form related to the procedures pm-1011, for to register units with leak were not filling up, as well the method to test the units in process was not followed as is required, forcing the equipment to release parts with potential leak condition. Pm-1011 was update from rev 120 to rev 121 to clarify the steps to segregate the cassettes when the leak test fail. The format pm-1011-01 was updated to record the fails detected in the leak test process. Complete on 14/apr/2021.

Event description:
It was reported that during the use of the extension set, leakage of medical fluid was observed. No patient injury was reported.